Event description:
The customer reported out of range normal control solution test results with strips. On 8/2/96, she opened a new box of test strips and performed two control tests. She obtained back to back control solution results of 166 and 178mg/dl with test strip versus a normal control solution range of 106-158. She immediately called to co customer support line and, while on the phone with the rep, performed a third control test. The result was 174mg/dl. The customer stated that she opened the control solution approx one month ago. She shook the solution vigorously before she applied the sample. Also with the rep, the customer obtained a check strip result of 82 versus a check strip range of 76-98. The desiccant is in the open bottle.